Event description:
On (B)(6) 2013, the reporter stated that the patient was recently hospitalized with diabetic ketoacidosis (dka) and being sick. No further information was available. Animas customer technical support made several attempt to contact the reporter in follow, but was unable to reach the reporter. This complaint is being reported because the patient reportedly had dka of unknown origin along with an undefined sickness that caused hospitalization. It is unknown if the patient¿s insulin pump had any involvement in the patient¿s diagnoses and subsequent hospitalization. If further information becomes available, this complaint will be updated accordingly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.